Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After replacing the cable which leads from the main keypad to the user interface pcb assembly and completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced cable at the product assessment center (pac) and was not able to duplicate the issue. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.